Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). After reprogramming, there was a high sensing integrity counter (sic). It was suspected that the rv lead had a possible fracture. A sensing/detection issue was also suspected with the device. Additional reprogramming was done. The device and rv lead remain in use. No patient complications have been reported as a result of this event.